Event description:
As reported by an edwards lifesciences field clinical specialist, a system component separation of a commander delivery system flex tip, in addition to inflation difficulties, occurred during a transfemoral transcatheter aortic valve replacement (tavr) procedure. The patient was prepared and draped for transfemoral tavr per the normal fashion. Based on annulus/CT sizing, a 23mm sapien 3 resilia valve was chosen to treat the patient for severe aortic stenosis. There were no anatomical features (access or cardiac anatomy) that would make the case complicated or challenging. There were no abnormalities observed during unpacking or preparation of the commander delivery system. The 23mm sapien 3 ultra resilia valve was prepared per the instructions for use (IFU) and inserted into the patient's right groin via 14f esheath+. Normal effort was experienced in pushing the valve through the sheath. Valve alignment was performed in a straight segment of the descending aorta without any issue. The valve and delivery system were flexed and traversed across the arch in normal uncomplicated fashion. The valve was advanced across the annulus in normal fashion without any resistance and the pusher was retracted and observed to be proximal to the 3 markers on the delivery system. The valve was between the markers before valve deployment and the pusher was pulled back appropriately. Pacing was initiated and an injection was used to confirm position of the valve per the recommended positioning guidelines. It was observed during deployment that the proximal portion of the balloon/delivery system was not inflating as expected. As the balloon continued to inflate the valve migrated into the left ventricular outflow tract (lvot) due to apparent "watermelon seeding" type action. The valve had a trapezoidal shape after deployment, and it was observed that the distal end piece of the delivery system flex tip was separated from the main portion of the delivery system. Upon review of the films, it appeared that the distal tip of the flex tip separated from the main portion of the catheter and remained in contact with the proximal segment of the valve during the deployment sequence, subsequently causing the valve to migrate. The piece of flex tip also embolized somewhere in the body, with the location currently unknown. There were no difficulties withdrawing the first delivery system through the sheath. The sheath remained in the patient. A second valve was prepared and successfully delivered, but during delivery the first valve (in lvot) fully embolized into the left ventricle but was maintained by the guidewire. There was no difficulty withdrawing the sheath. The patient remained stable throughout and the decision was made to go to the or and go on pump to remove the embolized valve via aortotomy on cardiopulmonary bypass. The patient was able to make it off pump and the embolized valve was removed successfully. The flex tip has not been able to be located yet. The patient remains intubated in the cardiac ICU. Imagery of the first valve deployment was reviewed by edwards lifesciences engineering and the following was noted: separated flex tip observed against thv after flex tip retraction and prior to inflation/valve deployment. Separated flex tip constrains proximal balloon shoulder during inflation, with proximal constraint eventually overcome and full inflation achieved, with the flex tip abruptly migrating aortic and appearing damaged. The valve fully inflated on balloon and deployed low toward ventricular. Imagery of the delivery system device post-procedure shows the flex tip is detached and missing from delivery system, with minimal evidence of the stretching or tearing observed at flex tip to flex shaft bond location.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation, additional information received from the reporter, and voluntary medwatch received. The following sections of this report have been updated: additional information added to b5, updated h3, corrected h6 health effect-impact code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and added h10 related report number. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the flex tip missing from flex shaft and not returned. The flex tip to flex shaft bond appears clean, with no evidence of stretching on flex shaft side throughout the circumference of the bond site. Functional testing was performed, and engineering was able to successfully de-air and inflate the balloon despite the missing flex tip. Due to the nature of the event, no applicable dimensional testing was performed. Imagery was provided for review. Imagery of the first transcatheter heart valve (thv) deployment was provided, and the following was observed: separated flex tip observed against thv after flex tip retraction and prior to inflation/thv deployment. The separated flex tip constrains the proximal balloon shoulder during inflation, with proximal constraint eventually overcome and full inflation achieved, with flex tip abruptly migrating aortic and appearing damaged. Imagery of the second valve deployment was provided and the following was noted: the second valve deployed without issue. First valve migrated from initial deployment. Flex tip from first delivery system not observed in fluoro. Image of the delivery system post procedure was provided and the following was noted: flex tip detached and missing from delivery system, with minimal evidence of stretching or tearing observed at the flex tip to flex shaft bond location. Additionally, imagery of the patient's anatomy was provided, however, no relevant observations were noted. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The report of delivery system flex tip separation and inflation difficulty are confirmed based on provided imagery and returned device evaluation. A review of the IFU/training materials revealed no deficiencies. However, a confirmed manufacturing non-conformance was identified through the investigation. Upon review of the imagery provided, it appears that the distal tip of the pusher separated from the main portion of the catheter and remained in contact with the proximal segment of the valve during the deployment sequence, subsequently causing the valve to migrate. The piece of pusher also embolized somewhere in the body. Based on the returned device evaluation, the detached flex tip was not returned. However, the bonded interface between flex tip and flex shaft exhibited a clean separation with no evidence of stretching. The investigation confirmed a manufacturing nonconformance, as the clean cut with no evidence of stretching is consistent with an inadequate or insufficient flex tip bond. The flex tip-to-flex shaft bond is required to remain intact. However, the limited bonding observed at the flex shaft bond area supports that this complaint unit likely did not meet the specified bonding requirements. Despite the manufacturing mitigations in place, a manufacturing non-conformance (inadequate flex tip bond) was identified as a likely cause. Review of the imaging indicates that the separated flex tip likely lodged against the crimped valve after flex tip retraction and prior to deployment. This condition may have contributed to constrained inflation of the proximal balloon shoulder during the initial inflation phase, as observed on fluoroscopic imaging. Subsequent balloon expansion forces likely overcame the proximal constraint, which is consistent with the observed abrupt migration of the flex tip toward the aorta following full inflation. Additionally, evaluation of the returned device demonstrated that the balloon was able to fully inflate despite the missing flex tip. These findings support the conclusion that the separated flex tip likely contributed to the observed inflation difficulty. As such, available information suggests that procedural factors (separated flex tip) may have contributed to the reported inflation difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
Per voluntary medwatch, a portion of the flex tip remains in the right iliac artery until further management can be planned. However, according to additional information received from the field clinical specialist, vascular team was consulted but did not feel the need to retrieve the device because there was no compromise to leg circulation. The patient was discharged to rehab after approximately 3 weeks and is doing well.